Manufacturer narrative:
Additional information: the customer did not return the suspected product. The in-house meter was tested with in-house test strips from lot # 8hj3b01b, which gave satisfactory performance. Corrected information: the lot # used by customer to perform testing was 8hj3b01b. Lot number has been updated to reflect the correct lot # and expiration date and device manufacture has been updated to reflect the correct device manufacture date.

Manufacturer narrative:
As no patient data was provided. Also, two separate patients were affected.

Event description:
A healthcare professional (hcp) reported that blood glucose readings of 350 mg/dl and 550 mg/dl were obtained for two separate patients on a contour meter. Upon retesting with a different meter, readings of 97 mg/dl and 120 mg/dl respectively were obtained. The differences between the readings falls in "d" zone of the consensus error grid, making the differences clinically significant. No adverse event were alleged. The hcp was advised to return the test strips for evaluation. Replacement meter, test strips and control solution were sent to the customer.